Event description:
This study evaluated use of the angio-seal as a bailout for incomplete hemostasis after dual proglide deployment in patients undergoing transfemoral transcatheter aortic valve implantation. No significant differences were seen between the dual proglide vs dual proglide+angio-seal groups with regard to major and minor vascular complications, major and minor bleeding, and hematomas. Complications during dual proglide use included in-hospital mortality, incomplete hemostasis and closure device failure that resulted in major and minor vascular complications, major and minor bleeding, hematoma, pseudoaneurysm, stenosis/occlusion, dissection, rupture [suture break], use of additional closure device, endovascular intervention at the access site, unplanned surgical intervention at the access site, manual compression, peripheral bypass, and stent graft placement. The study concluded that adjunctive angio-seal device deployment may be feasible and safe as a bailout when incomplete hemostasis occurs following dual proglide use. Prostar xl discussed in this study was associated with device failures that resulted in percutaneous intervention, surgery, major vascular complications, bleeding, and kidney injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled "angio-seal used as a bailout for incomplete hemostasis after dual perclose proglide deployment in transcatheter aortic valve implantation". No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The proglide devices referenced are filed under a separate medwatch report number. The additional patient effect of death reported in the article is captured under separate medwatch report. Estimated date of event. Literature attachment: article title - angio-seal used as a bailout for incomplete hemostasis after dual perclose proglide deployment in transcatheter aortic valve implantation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, renal failure and the relationship to the product, if any, cannot be determined. A definitive cause for the reported unspecified failure mode could not be determined. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact root cause cannot be determined. A risk assessment review using the no-fault errors for coronary and endovascular products risk assessment revealed that the reported patient effects of hemorrhage, renal failure, surgical intervention and unexpected medical intervention are listed as foreseeable events. There is no indication of a product quality issue with respect to manufacture, design or labeling.